Event description:
It was reported that during the stent graft placement the stent graft allegedly partially deployed. There was no reported patient injury.

Manufacturer narrative:
H10:manufacturing review: no manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. Investigation summary:a stent graft delivery system was returned. Based on the evaluation of the returned sample a deployment issue could be confirmed. The outer sheath was found to be elongated which indicated that high release force was present during deployment attempt which subsequently led to a partially deployed stent graft. A manufacturing related issue could not be identified. Based on the information available, the reported issued was confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the currently relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' H10:the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified in d2 and g5. H10: d4: 11/2019.

Event description:
It was reported that during the stent graft placement the stent graft allegedly prematurely deployed. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified .

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus vascular stent graft products are identified.

Event description:
It was reported that during the stent graft placement the stent graft allegedly prematurely deployed. There was no reported patient injury.